Event description:
It was reported that a patient underwent a right filling tension-free repair surgery on (B)(6) 2024 and suture was used. During the surgery, the suture was broken when it was used for suturing causing the operation time to be prolonged. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone today. It was reported that "the same situation occurred in several consecutive sutures". Were there patient consequences? If yes, please specify. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How many devices demonstrated the alleged deficiency? Please refer to the event description, other information requested is unknown. The single complaint was reported with multiple events. There are no additional details regarding the additional events.